Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted to the hospital due to hyperglycemia on unknown date. Customer blood glucose level was 588 mg/dl when admitted to hospital. Customer's current blood glucose level was 200 mg/dl. Customer stated that they had a symptom like feeling unwell. Customer was treated with insulin infusion for high blood glucose event. Customer was using insulin pump within 48 hours of reporting high blood glucose event. The auto mode feature of insulin pump was not active. The device will not be returned for analysis.